Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load right, taco did not roll all the way. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Blood was not visible in the delivery device indicating that there was no attempt to deploy the device into the aorta. For investigation purpose, the white plunger was depressed on the delivery device and seal deployed as expected. The seal and tension spring assembly was taken out from the delivery device for inspection .no cracks/delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the complaint for the reported failure mode "failure to load" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm did not load right, taco did not roll all the way. A replacement device was used to complete the procedure. The hospital did not report any patient effects.